Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, unscannable serial number label. The scratches on the lcd window are severe enough to make it difficult to read and navigate the menus. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. In summary, the customer¿s report of a scratched lcd window was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack in the scratched up that its hard to see. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned.